Manufacturer narrative:
(B)(4) - cartridge, defective, problem not specified. Evaluation: method - lot work order search. Results: visual inspection of three returned lens showed evidence of a clear surgical residue, however, there was no visible damage observed. The cartridges were received sealed and never opened. A lot work order search was performed and two similar complaints were found for the same customer. Conclusion (unable to confirm): based on the complaint history, lot order search and the evaluation of the returned product, we were unable to confirm this complaint. (B)(4).

Event description:
The customer reported that the cartridge was defective. Additional information was requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be supplemented.